Event description:
It was reported that the controller exhibited a loss of power and a controller fault alarm indicating internal battery end of life. The patient was admitted and hemodynamically stable during the event. The controller was exchanged. However, the replacement controller had a ¿broken access to a power source¿ on the left-side. The replacement controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system: controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 17-jul-2020, labeled single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA method code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). Additional information has been requested regarding clarification of the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6), h3: yes h6:FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 product event summary: one (1) controller ((B)(6)) was returned for evaluation. One (1) controller ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection revealed contamination within both power ports. Functional testing revealed that the no power alarm only sounded for briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed a controller power up event with associated pump start event logged on 02/jul/2022 at 12:41:26. The data point recorded on the controller's internal log prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connect ed to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 11 seconds. Log file analysis also revealed a controller fault alarm logged on 02/jul/2022 at 13:19:53, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Review of the alarm log file two (2) vad disconnect alarms were logged on 02/jul/2022 at 17:03:19 and 17:04:27 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. As a result, the reported loss of power and controller fault alarm event was confirmed. The reported damaged controller event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ¿broken access to a power source¿ event can be attributed, but not limited, to a damaged connector and/or a bent pin. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.